Event description:
It was reported that the right ventricular (rv) lead was attempted to be used but was not able to be navigated past the right atrium. It was noted that the right ventricular coil separated at the proximal end. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant.